Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl. The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.